Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports he is no longer receiving stimulation. The patient states he was regularly using the scs system until two months ago when suddenly the ipg was unable to communicate with the external devices. The patient reports he allowed the ipg to be depleted and an error message to be displayed before he recharged the ipg. A replacement charging system was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced which resolved the issue.